Event description:
Per the clinic, the patient underwent a procedure (date not reported) for excision of scar tissue. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.